Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, at the time of end-to-end anastomosis of sigmoid colon with anal stump, the device was difficult to open and was ultimately able to be opened. The device was not moved at the same time when it was attempted to open. The twist knob turned two full times to allow the anvil to tilt, and the anvil was not fully tilted. The jaws were unable to be opened to be removed from the tissue and were tried to be removed using an additional tool. It was noted also that there was staple formation. There was an improper donut formation with poor staple line. The donuts were incomplete. The staple line was fixed by over sewed. The anvil could be tilted after firing, and the anvil was bent. Re-suturing was required at anastomosis level due to improper donut formation. There was a temporary injury, the tear of the serosa layer of the intestine due to a stapler stuck into post-firing. There was unanticipated loss and tissue damage due to stuck of stapler. Surgical time was extended due to the product problem. The procedure was converted to an open procedure and re-suturing of teared tissue was done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior resection procedure, at the time of end-to-end anastomosis of sigmoid colon with anal stump, the device was difficult to open and was ultimately able to be opened. The device was not moved at the same time when it was attempted to open. The twist knob turned two full times to allow the anvil to tilt, and the anvil was not fully tilted. The jaws were unable to be opened to be removed from the tissue and were tried to be removed using an additional tool. It was noted also that there was staple formation. There was a improper donut formation with poor staple line. Two pins got stuck in anvil surface that lead to poor staple line. The donuts were incomplete. The staple line was fixed by over sewed. The anvil could be tilted after firing, and the anvil was bent. Re-suturing was required at anastomosis level due to improper donut formation. There was a temporary injury, the tear of the serosa layer of the intestine due to a stapler stuck into post-firing. There was unanticipated loss and tissue damage due to stuck of stapler. Surgical time was extended to 20-30 minutes due to the product problem. The procedure was converted to an open procedure and re-suturing of teared tissue was done.